Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the during removal of the mandrel, the device got stuck and detached the silicon part where it broke and ruptured the vein. There was patient involvement, no injury was reported.